Manufacturer narrative:
(B)(6).

Event description:
Philips received a product complaint concerning a v60 ventilator that experienced a battery fault. The device was reported as outside of clinical use at the time the issue occurred, and no patient or user harm was reported. An official investigation into the cause of the battery failure is currently ongoing